Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had an initial left tka in 2017. The 67 y/o female patient was seen by her surgeon in (B)(6) 2023 for concerns of persistent left knee pain and swelling without a known injury. The patient reported that the pain was becoming debilitating to the point that it was difficult for her to ambulate, and making her adls difficult. X-rays that were taken at the office appointment revealed asymmetric polyethylene wear and a suprapatellar effusion. The surgeon discussed revision of the tibial insert and replacement of the polyethylene liner. The patient was taken back to the operating room and the exposure was made through the existing scar. On making the arthrotomy exposure, copious amounts of joint fluid came pouring out of the knee. Extensive synovitis was noted in all 3 compartments, and thus a major synovectomy was performed. The polyethylene liner was removed and there was obvious oxidative stress and wear to the polyethylene liner. Copious amounts of irrigation was used to debride the tissue after which a new tibial liner was placed and the knee was closed in typical fashion for the surgeon. All fragments, parts or pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.